Event description:
Customer states the bed no longer moves up and down and that the foot section slipped out and is not connected to the head anymore. He states they have had the bed for about 6 months. Csr gave referral to dealer, florida medical equipment.